Event description:
An engineering investigation was initiated based upon field failures of the 4-wire limb lead ECG cable which is attached to the product. A failure of the cable could result in an inability to provide therapy to a pt.